Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent posterior lumbar interbody fusion (plif) procedure to treat adjacent segment disease (asd). In order to replace a 7.0mm screw with an 8.0mm screw, the surgeon used the screwdriver in question. The tip of the screwdriver broke off during final screw fixation. The surgeon was not able to remove the fragmented tip. He decided to leave the fragment in the patient¿s body for the following reasons. The fragment did not interfere with rod deployment. The fragment did not seem to come out in the future. The procedure was completed with a less than 30-minute surgical delay. No further information is available. Concomitant device reported: unknown rods (part# unknown, lot# unknown, quantity unknown ). This report is for one (1) xpdm quick-con si poly scwdrvr. This is report 1 of 1 for (B)(4).